Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there was over an hour delay trying to retrieve the broken off end of the expressew needle. It was reported that the broken needle tip was left in the patient but was not inside the joint. It was reported that the existing bone hole was used to put in a larger anchor. It was reported that x-ray was used to try to retrieve tip of expressew needle but was unsuccessful. Investigation summary = according to the information provided, it was reported that the 4.75mm healix advance knotless br anchor pulled out and the tip of the expressew iii needle broke and the fragments were not retrieved. The complaint devices were discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint devices were discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [7l22894] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2020, it was observed that the 4.75 mm healix advance knotless br anchor pulled out. Another device was used to complete the procedure. No delay reported. There were no adverse patient consequences reported. No additional information was provided.